Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. Date of implant - estimated. The clips remain in the patients. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature: "degenerative mitral regurgitation after non-mitral cardiac surgery: mitraclip versus surgical reconstruction." The serious adverse events referenced are filed under a separate medwatch report. (B)(6).

Event description:
This is filed to report patient deaths. It was reported through a research article, that patient deaths occurred at 30 days post mitraclip procedure and may be related to the implanted mitraclip. Details are listed in the article, titled "degenerative mitral regurgitation after non-mitral cardiac surgery: mitraclip versus surgical reconstruction."

Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI): the UDI is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.